Event description:
Boston scientific received info that a right atrial (ra) lead dislodgement was confirmed, however, capture was noted upon interrogation. During the lead revision procedure, the physician attempted to reposition the lead but was unable to place it in the appendage with multiple stylets. The physician stated that he suspected damage to the helix mechanism, however, the boston scientific sales rep stated that the physician never tried to extend the helix. The ra lead was explanted and a new lead was successfully implanted. No adverse pt effects were reported.